Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 02-022-35-4512 - truliant tib imp ps insert sz 4.5 12mm. (B)(6) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack.

Event description:
It was reported that this 62 y/o male patient's left knee was revised approximately 5 years 9 months post op. Paint complained of pain. Loose femur and recalled poly. Patient was last known to be in stable condition following the event. Product not returning: chain of command. Due to recall hospital will not release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - component code, type of investigation, investigation findings, investigation conclusion. The following sections were corrected: b5. H3 - the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H6 - heath effect clinical code.

Event description:
It was reported that approximately 69 months after a left total knee replacement procedure, the patient underwent a revision procedure to address persistent and increasing size of the effusion with weightbearing pain. Revision surgery operative notes were provided. Preoperative diagnosis: 1. Failed left total knee arthroplasty secondary to polyethylene wear. Postoperative diagnosis: 1. Failed left total knee arthroplasty secondary to polyethylene wear. 2. Aseptic loose femoral component. The patient is a 61-year-old gentleman who is a few years status post primary left total knee arthroplasty for osteoarthritis. He has had persistent and increasing size of the effusion recently with weightbearing pain. Infection workup has been negative. He is in the exactech recall and was felt to represent polyethylene wear and osteolytic debris. Description of procedure: there was synovitis. Subtotal synovectomy was performed. The patella was everted and found to be oxidated and delaminated. It was then resected just beneath the cement for a residual thickness of 15mm. Previous 12 insert was removed. Femoral component was tested at this point with a retrograde disimpaction and easily popped off the intact cement mantle. Tibia was well fixed. The patient was revised to exactech devices. The patient was awakened and taken to recovery in stable condition. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision was likely the result of the reported pain caused by an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface and/or cement-implant interface; however, this cannot be confirmed. The wear on the tibial insert and patella implants could not be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.